Event description:
It was reported a head trauma pt who underwent an emergent evacuation of a subdural hematoma, developed right lower extremity thrombus. A filter was placed without incident. Four days post filter placement the pt experienced pain and swelling in the left lower extremity below the knee. Diagnostic testing revealed extensive deep vein thrombosis on both extremities. The pt developed shortness of breath and expired eight days post filter placement. The physician believes the cause of death to be due to venous thromboembolic occlusions of the pt's filter. No further details are available to date about this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.